Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra valve, the team had issues crossing the right iliac. After trying to advance first 14f esheath+, they took it out to balloon the vessel and the sheath was damaged. They opened a second sheath, which would not cross after ballooning, and it was damaged. The team opened a 3rd sheath, tried to apply lithotripsy to the patient's iliac and balloon again, but still could not cross. They decided to abort the case and go back later through alternate access. The distal tips of the first two sheaths were torn.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: [tbd after submission]. The investigation for this report is ongoing. H3 other text : the device was discarded.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2023-18667. Investigation is ongoing.

Manufacturer narrative:
The sheath was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided of the patient's anatomy. The right access vessel was noted to be sufficiently sized for use with the 14f esheath+ (greater than or equal to 5.5mm). Additionally, the right access vessel was noted to contain have tortuosity and calcification. The field confirmed that the damage to the tip of the sheath was consistent with a sample photo of a split distal tip. Sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035'' guidewire compatibility, adequate sheath-introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035'' guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. A review of prior closed similar investigations that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, access vessel calcification and tortuosity were present in the patient, based on imaging provided. The inability to introduce the sheath was unable to be confirmed and sheath distal tip split was confirmed empirically. Investigation results suggests that patient factors (tortuosity, calcification) may have caused or contributed to the inability to introduce the sheath, while patient factors (tortuosity, calcification) coupled with procedural factors (high push force) may have caused or contributed to the sheath distal tip split. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.